Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lobectomy procedure, the tech said that reload was very hard to remove/stuck in the cartridge channel. He broke reload in half (horizontally, not longitudinally) upon forceful removal. He inspected and saw the cartridge pan was still in the cartridge channel. He removed it with forceps. This was a green reload in a linear cutter. Same stapler was used with different reloads and no further issues. There were no adverse consequences for the patient. One device and one reload were discarded.